Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Results: cartridge, drivers, closing trigger. (B)(4). The analysis found that one ec60 device was returned in good visual condition, with the closing trigger and anvil in the closed position and with the knife not fully back. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing and opening mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned to its home position. Upon return of the knife the device opened and the returned cartridge was noted to have cartridge deck, and some drivers damaged. In order to verify the condition of internal components the device was disassembled and the closing trigger was found broken and the closing return spring missing. Furthermore however, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any unused staples the manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the third firing with ecr60g. Two ecr60w's were used before this event. Used forceps to open the jaw slightly and removed the device. Cut line and staple line were found deployed. Unknown how case was completed. There were no adverse consequences for the patient.